Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
End user stated one of the rear wheels was spinning in all different directions. A technician looked at the lift and found that the bearings were bad.